Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer's mother reported via phone call that the insulin pump stopped working. The mother reported receiving a low battery alert and changing the battery. The insulin pump would not power on after the battery change. Customer's blood glucose was unknown at the time of incident. Troubleshooting for the blank display found the battery cap was worn out. The mother was unable to confirm if they were able to retrieve the blank display. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump had a blank display due to a corroded battery tube. The operating currents could not be verified due to the blank display. The insulin pump was received with minor scratches on the display window, a cracked case at the display window corners, cracked reservoir tube lip, cracked battery tube threads and stripped battery cap coin slot.